Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 550:320 was confirmed and reproduced during product evaluation. However, the root cause was not identified. The user interface module printed circuit board was replaced to resolve the reported condition. This device is a remediated colleague pump with a user interface module software version of 6.63.92.

Event description:
The facility representative reported a colleague infusion pump with a 550:320:658:0000 failure code. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, it is unknown if there was any patient involvement, injury, or medical intervention had been reported related to the device. The user interface module software version is unknown at this time. No additional information is available.